Event description:
It was reported that the device was used during a laparoscopic gastric bypass. The instrument was fired and after it was removed it was noticed that the anastomosis was open. The case was completed by hand suturing. There were no consequence to the pt.